Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: apr 19, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: pieces of the complaint lens were received submerged in an unknown solution inside two vials. The complaint handpiece was received as well. Visual inspection under magnification before and after cleaning revealed that the lens was received cut in half (second lens half not received) with two detached haptics. Based on the returned condition of the lens and haptics no dimensional inspection could be performed. No handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to usage issues. The customer provided movie was evaluated. The lens can be observed being fully inserted into the eye and a detached haptic which is also stuck to the other haptic can be observed after the lens fully opens. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/device evaluation: additional information was provided in the product investigation as the handpiece of the product was returned to the manufacturer. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Further inspection of the cartridge revealed that there was not enough ophthalmic viscoelastic device (ovd) residue dispersed throughout the entire length of the cartridge, suggesting that an inadequate amount of ovd/balanced salt solution (bss) may have contributed to the complaint issue. Inspection of the lens module and cartridge revealed no witness lines, indicating that the plunger rod advanced correctly. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Corrected data: upon further review it was noted that "g4 - PMA/510(k) number" field which was populated with a PMA number on the initial MDR should have been left blank; therefore, this supplemental filing is to correct the information as follows: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model diw that has a similar device, tecnis simplicity preloaded 1-piece iol model diu which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event : unknown; requested but not provided. Implant date : if implanted; give date: unknown; requested but not provided. Initial reporter name and address : email address: unknown; requested but not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a piece of the lead haptic of the intraocular lens (iol) was discovered to be torn after implantation into the eye. The fragment of the haptic was removed from the eye but the iol remained implanted. The operation was completed with the iol position slightly misaligned. The surgeon reported that there was no resistance or tightness when turning the plunger to implant the iol. The iol was then explanted in a secondary procedure after an undisclosed amount of time. The iol was replaced with a non-johnson and johnson iol. There was no reported patient injury or health damage. No additional information was provided.